Event description:
Refer to ID# 2794525 section 5.

Event description:
Refer to ID# 2794525, section d5.

Event description:
Refer to ID# 2794525, section d5.

Event description:
On 1/5/1998 the account reported erratic high ck-mb results, which were run on the axsym analyzer. According to the account, the samples were originally tested between 12 and 3pm and were retested after 6pm. No treatment was given based upon the first reported results. Review of the message history log at the account revealed a probe crash had occurred on 12/31/1997 without performing the probe recovery procedure.